Event description:
Reporter stated that caller from facility reported that a unit just received by the facility did not have properly functioning displays. When she compounded the first bag, none of the volume or specific gravity displays on the upper tier recorded what was being infused (they all read "0"). The run and rinse displays did not illuminate. The user stated she recycled the power and recalibrated the unit, which worked fine for the compounding of 4 bags and then the displays stopped working again. The unit will be returned for evaluation. No patient involvement.